Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient experienced high blood glucose levels while wearing the pod between 37 and 48 hours. The specific values were not provided but were described to be unexplained hyperglycemia. The patient was diagnosed with hyperglycemia and an infection. The details of the type of infection and treatment were not provided. There were no further details available associated with this event. Additional information is being requested. If further details are provided, a supplemental report will be submitted.